Manufacturer narrative:
Healthcare professional was added. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal /pelvic floor therapy. It was reported the por (power on reset) code was seen when the patient was reading their implant for the first time. There was no recent medical test or emi environmental exposure, no trauma or fall related to the issue. Patient was advised to contact their doctor to have the device checked. No symptoms were reported, and no further complications were reported or are anticipated.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the hcp (healthcare professional): the doctor reports the cause of the por was normal battery depletion. The patient will have the unit replaced. No symptoms were reported, and no further complications were reported or are anticipated.